Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of setscrew anomaly was confirmed in the laboratory. Analysis found the a ring set screw to be stripped and the a ring septum was missing. Septum material prevented the full insertion of the torque driver.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. During the lead revision, the atrial setscrew was found to be stripped and atrial lead could not be removed from the ICD.